Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Field technician stated issue of error code 351.6660 was confirmed. Received on 13-aug-2025, syringe device was received unboxed and with paperwork. Error code 351.6660 was due to the missing nylon screw, during testing the unit failed plunger position calibration. A nylon screw was installed, and the unit passed the plunger position calibration test on asm. Missing nylon screw. Workmanship at bd manufacturing. Device to be returned to san diego repair center for normal processing. Noted issue(s) were corrected in bd san diego operation¿s lab. No repair required by bd san diego repair center. Failure investigation report attached to salesforce. This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing.

Event description:
It was reported that the device had displayed error code 351.6660. There was no patient involvement.